Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the cmos battery from the navigation system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cmos battery has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the screen on the navigation system was freezing. No additional information was provided. There was no patient present when this issue was identified.